Event description:
In 2008, the patient reported that she noticed air bubbles in her insulin cartridge. She stated that when she finds air bubbles she primes them out of the system. She requested information on preventing air bubbles from forming. She stated that she does allow the insulin to warm to room temperature before use. She stated that she does not adjust her piston rod prior to inserting the insulin cartridge into the infusion device. She was advised to adjust the piston rod prior to inserting the insulin cartridge into the infusion device. Upon follow up the following month, the patient reported that she had not experienced any further issues. She changed the insulin cartridge twice since the initial report. The patient did not require medical assistance from a healthcare professional or a second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.